Event description:
Philips received a complaint by the customer on the v60 indicating that while during set up, the device alarmed central processing unit (cpu) printed circuit board assembly (pcba) analog to digital converter (adc) failed alarm on screen. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer informed that it was noted error code 111e - cpu pcba adc failed in event log, requests onsite service to replace cpu pcba. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Replaced the central processing unit printed circuit board assembly as per the service manual. Reset the device serial number, total power on hours, and program options (avaps, c-flex, ramp, auto-trak+). Electrical safety passed with no issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time for this issue.